Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular and atrial lead exhibited noise oversensing. Low pacing impedance was also noted. It was noted from x-ray that both leads were fractured. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise, fracture, and low pacing impedance were confirmed. As received, a partial lead was returned in two pieces. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. X-ray examination found the outer coil appeared to be fractured at the proximal region. A scanning electron microscope evaluation verified the outer coil was fractured at the proximal region. The cause of lead fracture was consistent with bending fatigue. The cause of low pacing impedance and noise was due to the exposure of the outer coil in the abrasion region which is consistent with friction to device can.